Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple cycler alarms indicating the lack of dialysate flow occurred during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. The patient did receive two units of packed red blood cells, however, facility staff indicated the intervention was not directly attributed to this event. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cycler alarmed appropriately to the lack of dialysate flow. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.